Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The stent struts on the proximal end of the mid-section and distal end of stent were damaged and stretched in a distal direction over the distal marker band. The crimped stent od (outer diameter) could not be measured due to the damage and stretching. The maximum stent profile was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion. However, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion. However, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.